Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during preparation for use. A diagnostic endoscopic procedure was performed. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the no image malfunction. The malfunction was presumed to be caused by a failure of the main board. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.